Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 18:50pm on (B)(6) 2019, as evidenced by information documented by the local applications specialist during a visit to the laboratory on (B)(6) 2019. Specifically, the ethanol concentration in bottle 4 measured by hydrometer was approximately 55-60% and that calculated by the instrument software was 86%. The facts indicate that manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that the station properties for bottle 4 (ethanol) were reset at 18:50pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 4 was to be set to the default concentration of 100%. The properties of the reagent bottle in 4 prior to this user action were: ethanol concentration=59.0%, cycle=181, cassettes=6804 and days=174. Although there is no evidence in the instrument logs to indicate that bottle 4 (ethanol) was removed from the instrument for less than the minimum time required for a user to complete manual replacement of the reagent, analysis of the processing runs in which reagent from this bottle was used in the period between (B)(6) and (B)(6) 2019 shows that the expected decrease in concentration would be approximately 14% only. The decrease in ethanol concentration in bottle 4 to approximately 55-60% as measured on (B)(6) 2019, which is a decrease of 40-45%, suggests that a user replaced the reagent in this bottle with approximately 70% ethanol rather than 100% ethanol in error. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 (ethanol) with contains approximately 70% ethanol was used for the final dehydration step of the processing runs executed following station properties reset at 18:50pm on (B)(6) 2019. The laboratory did not provide specific details of the processing runs affected, but indicated that sub-optimal tissue processing occurred in october 2019 using both retorts a and b. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The instrument was found to have functioned as designed during execution of the protocols run between (B)(6) 2019 and (B)(6) 2019, which includes the period the complainant reported "processing issues".

Event description:
On 26 november 2019, leica biosystems received a request to: "support verifying reagents and protocol thresholds". The assigned leica applications specialist (fss) further documented the following information from the complainant: "customer was concerned that the reagent concentrations were not accurate on the instrument and requested verification. When the ethanol concentrations were measured, the measurements did not match the instrument, quiet significantly on bottles 4, 8 and 9, several bottles seemed very dirty. Customer reported no issues with processing at this time." On 26 november 2019, the assigned fss visited the laboratory to provide the applications support requested by the customer. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration in bottle 4 of approximately 55-60% and that calculated by the instrument software of 86% exceeded the acceptable limits, with the variance between the measured and calculated ethanol concentrations in all other bottles designated for ethanol being acceptable. All reagents on the instrument were replaced; and the carryover valve for the "4hr run" and "6 hr run" protocols were changed from 50 to 26 on either 02 or 03 december 2019. On 05 december 2019, the fss was advised that there had been some "processing issues in (B)(6)", but specific details of the processing run(s) affected could not be provided by the complainant. On 10 december 2019, leica biosystems melbourne received information that all cases involved in this event were diagnosable.